Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the insertable cardiac monitor (icm) exhibited bluetooth telemetry loss. The patient presented for an in-clinic follow-up and was reconnected to the app. The patient was in stable condition.